Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal announcement, the user experienced elevated blood glucose with discordant values between the cgm and a manual meter, prompting recalibrations and monitoring; the ilet continued to display high readings that trended downward over time. Symptoms included hyperglycemia without reported adverse clinical sequelae. Outcomes included no hospitalization and resolution trend with glucose convergence between cgm and meter. Investigation included timeline confirmation, blood glucose questionnaire, manual meter comparison, and cgm recalibration. Investigation of this case revealed sensor-to-meter discrepancy that improved after recalibration, with device readings aligning as glucose declined, consistent with expected postprandial dynamics rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.